Event description:
On (B)(6) 2011 during a call for an unrelated alarm, the patient reported that he had been hospitalized for peritonitis. On (B)(6) 2011 during a follow up call with the peritoneal dialysis (pd) nurse, she reported that the patient was hospitalized and treated at the hospital from (B)(6) 2011 to (B)(6) 2011 for peritonitis. She also reported the patient was hospitalized at an unknown hospital from (B)(6) to (B)(6) 2011 for a fall. She reports that the patient's account of dark pd drainage on (B)(6) 2011 was due to a fibrin block. The patient came in to the pd clinic on (B)(6) 2011 and the fibrin block was removed and the pd effluent was clear. During the patient's hospitalization in (B)(6) 2011 pd cultures, cell count and (B)(6) were done on an unknown date. The pd nurse reports that the patient was treated with vancomycin intravenous (unknown dose) and gentamicin intravenous (unknown dose) during hospitalization. On (B)(6) 2011 pd cultures and cell counts were done. This episode is resolved and the patient continued pd therapy without difficulty. There was no exit site infection. The pd nurse did not know the cause of the peritonitis and reported that the patient has very good aseptic technique.

Manufacturer narrative:
(B)(4). As the patient discards supplies after each use, a sample was not available for evaluation. Follow up information will be submitted as it becomes available.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10k18073 and h10l20051 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.